Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the after the first implant was installed, the second anchor does not come out of the needle. The implant pusher did not meet the resistance, did not pull out the anchor and stayed in the extended form, not snapping off. The second implant did not get out, kept in the needle. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of t2 non deployment as no ts or suture remain on the delivery needle or were returned for examination. The needle is bent. The device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed."